Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: a review of the pump¿s black box showed no cs162 loss of prime warnings. During testing, rewind, load cartridge and prime steps performed successfully with no alarms and the pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within specification. The complaint of a loss of prime issue was not duplicated during investigation. Unrelated to the complaint of a prime issue, investigation revealed that the display text was discolored. Also unrelated to the complaint, the audio bolus was found to be torn, however, the audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On 07/09/2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump was not priming and made ¿grinding noises¿ during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.